Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1000 mg/dl and "sickness". Cause of bg level was not known. Customer administered a bolus via the pump and a manual injection to address the issue and went to the emergency room via ambulance with high ketones identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin, "potassium, antibiotics, and dextrose mixed together". Customer was discharged 4 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.